Manufacturer narrative:
The previously reported peripheral artery restenosis event was also treated with non medtronic pta.

Manufacturer narrative:
Cec adjudicated as an event target lesion percutaneous revasc clinically driven related to the device and not related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral drug eluting pta balloon catheters were used to treat the left sfa. Approximately 17 months post the index procedure the patient suffered peripheral artery restenosis/occlusion/thrombus (100% stenosis) (target lesion). Approximately two weeks later the target lesion was treated with a non- medtronic stent and thrombus suction. The investigator has indicated that the event was not related to the study device procedure or paclitaxel. The outcome is reported as resolved.

Manufacturer narrative:
The previously reported peripheral artery restenosis/thrombus occurred on the same day as the revascularization approximately 15 days later than previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.